Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of obstruction / occlusion and unspecified tissue injury are listed in the electronic prostyle instructions for use as potential adverse events associated with the use of the device. The investigation was unable to determine a conclusive cause for the reported difficulty. Factors that may contribute to a backwall stitch include, but are not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effects and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
D4- lot number is not known as the device was discarded. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the right femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the suture captured the back wall of the artery, causing an occlusion. The artery was repaired during an endarterectomy. Hemostasis was achieved via cutdown during the surgery. A delay was reported as the patient was hospitalized. There was no reported adverse patient sequela. No additional information was provided.